Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded, the workstation files were restored and the tracking was verified. The ups emergency switch assembly and the collimator cover were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had error messages at start up and then had corruption error messages. No pt injury was reported.